Event description:
It was reported that the patient with this implantable pacemaker had concerns regarding magnetic resonance imaging (MRI) as this device was implanted wrong. Boston scientific technical services (ts) referred the patient to a cardiologist or ordering provider for assistance in locating an MRI facility. As of this time, this device remains in service. No adverse patient effects were reported.